Event description:
It was reported that the right atrial lead exhibited undersensing and loss of capture. The lead had dislodged and was causing the patient ectopy in the ventricle. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).